Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ge healthcare service representative replaced the batteries to fix the reported issue.

Event description:
The hospital reported that, during patient use, system shuts itself off during power cuts as batteries lost their quality. Device kept plugged in continuously. There was no reported patient injury,